Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 814:04, causing an interruption of delivery. There was no patient involvement. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The reported condition of failure code 814:04 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of failure code 814:04 was confirmed during product evaluation. The root cause was determined by service to be not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. The device has not been previously sent into service for the reported condition of "failure code 814:04".